Event description:
Several months ago, pt was kicked in the chest by a patient. At that time, there was disruption of the implant and capsule. Over the last couple of months, the implant began leaking and moved in her chest. She was brought in for capsular revision, implant removal and replacement. It is unclear whether implant was leaking prior to the kick in the chest, which caused implant to move, or if the kick moved the implant and caused the leaking.